Event description:
Went into plastic surgery specialists office in (B)(6) for lip injections. Had it done before using juvederm ultra, never had a problem. Injector offered to use a new product and new technique she had learn. The product was rha2 by revance. Never heard of it but I trusted the injector. Woke up in the middle of the night looking like a freak, in pain, lips swollen so much all I had in hand was a cold cloth to ease the feeling that my lips were about to burst open. Fortunately my friend had prednisone and over the next 2 days my lips finally went down. Unfortunately this process caused some issues. My lips look and feel like a mine field. I have lumps everywhere. It's horrible, uneven and looks bad. Since I am now back in (B)(6) I can't go back to have the product remove and replaced by another one. I don't believe that this specific product was even made for lips injections. Quantity: 1 injection.